Event description:
Rep in the office with a patient who is symptomatic presumably due to upper rate behavior. Extensive conversation. Rate adaptive av is already on. Has rep test for retrograde conduction and no retrograde seen. Recommended turning auto pvarp off and setting to fixed value. Upper tracking rate at 200 bpm. With a pvarp of 200 ms, 2:1 block point with exercise is at 214 bpm. Discussed patient will wenckebach between 200-214 bpm and then 2:1 block will occur at 214 bpm. Patient also has known atrial lead noise leading to false at/af detections. Discussed episodes in which there were only markers, no egm's. Onset and detection are occurring on the same beat so only trends are viewed. Rep may consider turning off mode switch as patient is having false detections, she will check with md before programming. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).